Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the sample was tested on a h-1200 fast flow fluid warmer and a leak was found between the tube and cap. The customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that no issues were identified that would have impacted this event.

Event description:
Information was received that during a pre-use check a smiths medical level 1 disposable normothermic IV administration sets was found leaking from the tube. So they refrained from using it and replaced it with another new one. No patient involvement.